Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient engaging in strenuous physical activity, implanting an expired device, implanting a device after the sterility date, not prepping the skin, and the patient interfering with the wound have been ruled out as potential causes. However, the questionnaire shows the site was not irrigated, the patient has pre-existing conditions, and antibiotics were not prescribed pre-operatively, which are all potential contributing causes to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to the patient having pre-existing conditions and being a poor candidate due to health, weight, age, or mental capacity (user error-clinician).

Event description:
The patient reported swelling and pain to the leg where their trial device was placed. The trial leads were explanted on (B)(6) 2021 due to infection and antibiotics were prescribed. No further issues were reported.